Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the lead had high pacing impedance upon multiple placement attempts. The physician decided to implant a different lead. It was noted that due to how the sleeve was fixed to the lead, it was difficult to pull back. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted that dried blood was visible on outer insulation and on anchor sleeve, removed with alcohol, anchor sleeve slides along lead without issue. If information is provided in the future, a supplemental report will be issued.